Manufacturer narrative:
An event of mild paravalvular aortic regurgitation post procedure and structural valve deterioration due to decreased leaflet mobility was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, which confirmed the temperature indicator was not activated prior to release from abbott. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - trifecta gt pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2018, a 19mm trifecta gt valve was successfully implanted due to aortic stenosis of the native valve. On (B)(6) 2018, a post procedure echocardiogram was performed and showed mild paravalvular aortic regurgitation. The max velocity was recorded at 4.55m/s, the max gradient was 55 mmhg, and mid-gradient was 55mmhg. During the six-month follow-up appointment, no regurgitation was observed. On (B)(6) 2023 during a scheduled test, it was confirmed that structural valve deterioration had occurred on the trifecta valve due to decreased leaflet mobility. The patient's dyspnea progressed to new york heart association (nyha) ii. No intervention was provided. The patient continues to be followed in the clinical study.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) -trifecta gt pmcf, patient site ID: (B)(6). It was reported that on (B)(6) 2018, a 19mm trifecta gt valve was successfully implanted due to aortic stenosis of the native valve. On (B)(6) 2018, a post procedure echocardiogram was performed and showed mild paravalvular aortic regurgitation. During the six-month follow-up appointment, no regurgitation was observed. On (B)(6) 2023, it was confirmed that structural valve deterioration had occurred on the trifecta valve due to decreased leaflet mobility. No intervention was provided. The patient continues to be followed in the clinical study.